Manufacturer narrative:
The motor error alarmed during the basic occlusion test and alarm during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to motor error alarm. The motor passed motor test. The pump was received with cracked case at display window corner, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer stated that she tried to change her set and received a compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.